Manufacturer narrative:
E1: full facility name: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the reservoir volume set to 540 ml rate set to 23 ml/hr on (B)(6) 2024 at 16:22. Label volume 523.6 ml. Disconnected on (B)(6) 2024 at 1605. Reservoir volume remaining 0 ml. Pump displays total given as 540 ml. Bag still had a significant amount of volume in the bag, all of the medication was not completely infused despite pump volume reading 0 ml remaining. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Product was not returned, and no photographic evidence was provided to aid in this investigation. No previous repair has been noted in the last 12 months. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.